Event description:
It was reported by the customer the bladder in a progressa bed surface was twisting and causing a dip, and a patient injury occurred. During an onsite visit by baxter team members the customer reported on an unknown date, the patient was admitted to the hospital for an unspecified diagnosis. During hospitalization while using the progressa bed the patient developed a deep tissue pressure injury (dtpi) considered a stage 4 wound based on the right ischium. The patient was treated with a ¿topical¿ wound care (not further specified). No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). H11: the serial number is unknown. The device was replaced and is currently in good working condition; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.